Event description:
It was reported by the affiliate that during an ovarian resection procedure, the device came off from the uterus during the case. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: based upon the analysis examination, the balloon was punctured by an instrument. It was concluded that something sharp most probably punctured the balloon. The balloon membrane thickness was found to be within specified limits.